Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of oedematous reactions, nodules, hardness, swelling, and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of oedematous reactions, nodules, hardness, swelling, and redness as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected with 3ml juvéderm® voluma¿ to cheeks (1.5ml each side on zygomatic arch). Six months later patient was injected with juvéderm® volbella¿ with lidocaine in lip contour and juvéderm® ultra smile in vermillion. A year later patient was injected with 1ml juvéderm® volift¿ with lidocaine for lip volume. The injections were performed by a different clinic initially. A month later patient visited a ¿hot country¿ and developed ¿severe oedematous reactions¿ that began with ¿nodules and hardness at the zygomatic arch where the juvéderm® voluma¿ injections were made; in the following weeks all injected areas in the face showed increasing swelling, redness and hardness.¿ the reporting healthcare professional prescribed prednisone, which improved symptoms. After symptoms reoccurred, patient was treated with hylase, prednisone, and ciprofloxacin for 2 weeks. Then the patient was switched to minocyclin with gradually reduced prednisone. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00720 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® voluma¿.